Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber and extended down to the primary seal. The returned battery cap was able to be fully secured to the pump. No power losses occurred during investigation. There was no evidence of moisture damage in the battery compartment. Also unrelated to the complaint, evaluation revealed that the cartridge compartment was cracked at the opening of the cartridge chamber. The returned cartridge cap was able to be fully secured to the pump. There was no evidence of moisture damage in the cartridge chamber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim all at once for six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.